Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings: investigation revealed a vertical line on the left side of the display screen. A new test display screen was inserted and the display was found to be clear and legible.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a red line appeared on the display screen, vertically on the side. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump is being sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.